Event description:
As reported via the edwards clinical specialist, post transcatheter aortic valve replacement (tavr) procedure, the patient had a groin site hematoma. Per the case report, the patient had a successful procedure with a transcatheter heart valve implanted in the appropriate position. A cut down approach was used for access and the case went smoothly. The site was closed with sutures and hemostasis was obtained. Approximately 2-3 hours post tavr the implanting physician stated that the patient had a hematoma at the groin site (cut-down site). The surgeons opened the skin sutures and found a hematoma and evacuated it. The arterial site was noted to be good and no further interventions were performed. The site was closed and the patient remains in stable condition.

Manufacturer narrative:
Investigation is on-going.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. Access site hematomas, confined swelling at the femoral puncture site, are the most common complications from femoral arterial puncture and generally result from insertion technique. The IFU instructs the operator to dilate the vessel using the retroflex dilator kit by advancing and increasing the size of dilators over the guidewire until the appropriate diameter is reached. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. There is no information on patient's access vessel size, tortuosity and calcification. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that a combination of the access vessel size in combination with calcification or tortuosity contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required.